Manufacturer narrative:
H3: one pump was returned for analysis in used condition. The complaint was confirmed during the visual inspection. The device had the incorrect serial number on the external label of the pump. The label was replaced to correct this issue. Functional testing was performed and the device tested normally.

Event description:
It was reported that the device the site received had the wrong serial number (B)(6). The correct serial number would be (B)(6). The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.